Event description:
It was reported that the patient was not getting much pain relief and was having frequent ipg charging. The patient underwent and ipg replacement procedure. Additional information was received that the patient was doing well postoperatively and the explanted ipg was not returned as it was not released per facility policy.

Event description:
It was reported that the patient was not getting much pain relief and was having frequent ipg charging. The patient underwent and ipg replacement procedure.